Manufacturer narrative:
The end user reported that she had a blemish on her stomach and the site was covered with this bandage. She reported an itchy rash on her stomach, thighs, fingers, chest, neck and face. She was treated with a corticosteroid. She has known allergies to some drugs. The sample was not returned for evaluation. A root cause was not determined. It is unknown if something she ate or wore could have been a contributing factor to the reported incident. Due to the need for medical intervention and in an abundance of caution, this medwatch is being filed.

Event description:
The end user developed a red, itchy rash over most of her body after wearing this bandage and was treated with a corticosteroid.